Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found a blurry image, caused by moisture in the optical system. A conclusive root cause for the moisture within the optical system was not identified.

Event description:
The user facility reported to olympus that the device image was foggy. There was no patient injury reported.